Manufacturer narrative:
The instrument images were reviewed. No visual determination could be made for the unexpected negative reactions. We could not rule out the possibility of reagent or sample contamination, or antigenic stimulation of the donor between test dates. The customer stated that no sample was available for investigation.

Event description:
Customer indicated a donor was tested on galileo with a negative antibody screen in 2008. This donor was tested in 2009, showing a 2+ reactivity.